Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 28-may-2024, it was reported that the patient faced tape was not sticking. The product was in use for two days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.